Manufacturer narrative:
This 9780 ivc I-fit shower chair w/o back was returned to invacare where it was confirmed that the seat broke in half from left to right. This shower chair was manufactured on july 20, 2008 making it 10 years 3 months in age at the time of the event, past its service life of 3 years.

Event description:
The daughter-in-law of the end user reported that her mother-in-law was seated on a 9780 ivc I-fit shower chair without back when the seat broke in half. User grabbed onto the support bar in her tub to catch herself and dislocated her wrist. The user did not lean forward in the chair, she was just sitting on the chair bathing herself when the seat broke. This shower chair is utilized by the user twice a week in an oversized bathtub which has plenty of room for the chair to sit. There were no visible cracks observed prior to using this shower chair. A cast was applied to the users wrist and expected to be in place for a couple of weeks. She was prescribed pain medication. Her physician has ordered additional tests as the user stated her arm felt limp. The cast has now been removed from the users wrist & no additional tests were performed. Daughter-in-law stated that the user is doing ok now. This shower chair has been in use by the end user for approximately 6 years.